Manufacturer narrative:
The reported issue is related to resetting the account password in the freestyle libre 2 app, version 2.7.2. The user received the message "unexpected application error" when pressing the "forgot password" link in the app. An investigation was performed and determined that the r8 obfuscation is not compatible with the "retrofit" network module. Because of this, the password-resetting network call failed. Therefore, the complaint is confirmed. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they had issues logging into the adc application and encountered an unspecified error on the app. The customer reported they experienced a loss of consciousness, but was able to self-treat with apple juice upon waking up. No additional information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported they had issues logging into the adc application and encountered an unspecified error on the app. The customer reported they experienced a loss of consciousness, but was able to self-treat with apple juice upon waking up. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.